Manufacturer narrative:
(B)(4). The lariat suture device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
On (B)(6) 2022, atricure reviewed a literature article titled ¿subxiphoid hybrid epicardial-endocardial atrial fibrillation ablation and laa ligation¿ with study dates of (B)(6) 2016 to (B)(6) 2021. Thirty-day adverse events included two patients with pericardial effusion requiring pericardiocentesis. The patients recovered post pericardiocentesis with no additional complications. This was a procedural complication with no reported device malfunction.